Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. Customer alleged possible under delivery anomaly and retainer ring failure on 09/23/2021. The test p-cap does not lock properly in place in the reservoir compartment noted. The insulin pump was received with a cracked keypad overlay, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched liquid crystal display window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump passed the rewind, prime/seating test, basic occlusion, force sensor, sleep current, active current measurement test and self test. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. The insulin pump uploaded to carelink pro without any errors. However, normal bolus delivery was found in history file on 09/23/2021 05:57:46.000 normal bolus delivered, normal bolus amount programmed = 9 bolus amount delivered = 9 09/23/2021 11:43:44.000 normal bolus delivered, normal bolus amount programmed = 9. Bolus amount delivered = 9.7 09/23/2021 15:14:08.000 normal bolus delivered, normal bolus amount programmed = 4.25 bolusamountdelivered = 4.25 09/23/2021 18:53:56.000 normalbolusdelivered, in summary, the insulin pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir was unable to lock in place when inserted into pump. It was reported that the insulin pump was under delivering. The customer experienced high blood glucose level and blood glucose level was 479 mg/dl at the time of incident. The customer¿s current blood glucose value was 280 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because reservoir was not locked in place. The insulin pump will not be returned for analysis.